Event description:
It was reported that while the (B)(4) power chair was in drive mode, with motor engaged, the left brake was not working properly, was pulling to the right. The motor brake lever was bent which prevented the drive mode to be completely engaged. Dealer bent the brake lever back and the chair is now functioning properly.